Event description:
Caller reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller in updating the pump time and advised monitoring any future discrepancies, with caller understanding and acknowledging the guidance.